Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v209962, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s lead broke during the explant procedure, but the healthcare provider was successful in removing the whole lead. On a second call, the hcp added that the lead broke partially from being gently pulled out, but they were able to dissect it and remove completely. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v209962, implanted: (B)(6) 2009 explanted: (B)(6) 2014 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).